Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1ukuq, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1ukuq, ubd: 02-jul-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection in the right lead. No environmental/external/patient factors were thought to have led or contributed to the issue. The patient was admitted on (B)(6) 2018 after their clinic appointment. An MRI showed a possible abscess and infection found. The complete deep brain stimulation (dbs) system was removed. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report and no further complications were reported or anticipated.